Manufacturer narrative:
Testing and investigation found the device touchscreen responded as expected. During a review of the device history "button ID: invalid". Further investigation found contamination on the bottom edges of the touchscreen and from bezel. The probable cause of the customer reported nonresponsive touchscreen was contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen does not respond. The customer contact reports that the device is returned to the biomedical department with an unsigned note that stated, "cannot program either side." The customer also stated that the user facility tried to fix the problem and found that the touchscreen keys beep but don't respond. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.